Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the systems handle on the ias(imaging acquisition system) shocked her when pushing the system down the hall. Manufacturing representative reported this was a second occurrence of case (B)(4).no patient present.

Manufacturer narrative:
(H3,h6):manufacturing representative went to the site to test the system ,proactively replaced drive handle assembly and digital drive board. Drive handle has dc voltage wiring for switches within handle. Digital drive board supplies power for drive system. System checkout performed. Codes:b01,c07,d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000462; product ID: bi71000953: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They were unable to confirm reported complaint, "shocking user." Continuity testing passed and function of both switches passed. Passed visual inspection, all wire insulation is intact. No conductive surfaces are exposed. Codes b01, c19, d14 are applicable. (H3,h6) : manufacturing representative went to the site to test the system. They were unable to confirm reported complaint, "shocking user." Installed motion control pcba in imaging system c1396. System booted and readied. The voltages measured 2.194vdc across tp10 and tp23 and 1.863vdc across tp8 and tp23. No user shock was felt, both drive motors functioned but the voltages confirmed voltage drifted out of spec. Expecting voltages for both between 2.4vdc and 2.6vdc. Codes b01, c02, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.